Manufacturer narrative:
Investigation: twenty three sealed 32g x 4mm pen needle samples were returned from lot. No. 8186905, cat. No. 320497. A clog test was carried out on all twenty three samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen needle 32x4 5b ema was unable to deliver insulin during injection. The following information was provided by the initial reporter: further to our recent conversation, I am writing with details of the problems I have been experiencing with bd micro fine ultra 4mm pen needles. I have been using them with a novo nordisk echo pen injector: I see this does not appear on your list of compatible pens that appears on the carton. On occasions, maybe about 5% of injections taken, I have experienced a blockage in the needle. I always use a new needle when I inject, with this problem I have simply replaced the needle and the injection has been successful. My problem is I do not know how much insulin has been dispensed. My background insulin is tresiba and I usually take 15 units every night. When the blockage happens there often appears to be 7 or 8 units left in the pen. I also try to ensure that the insulin will be dispensed by injecting into a basin before injecting myself. I have also experienced the same problem when injecting novo rapitard insulin although not so frequently.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 32x4 5b ema was unable to deliver insulin during injection. The following information was provided by the initial reporter: further to our recent conversation, I am writing with details of the problems I have been experiencing with bd micro fine ultra 4mm pen needles. I have been using them with a novo nordisk echo pen injector: I see this does not appear on your list of compatible pens that appears on the carton. On occasions, maybe about 5% of injections taken, I have experienced a blockage in the needle. I always use a new needle when I inject, with this problem I have simply replaced the needle and the injection has been successful. My problem is I do not know how much insulin has been dispensed. My background insulin is tresiba and I usually take 15 units every night. When the blockage happens there often appears to be 7 or 8 units left in the pen. I also try to ensure that the insulin will be dispensed by injecting into a basin before injecting myself. I have also experienced the same problem when injecting novo rapitard insulin although not so frequently.